Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion seal; the seal was replaced and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a cracked downstream occlusion alarm. This event occurred during routine preventive maintenance inspection. There was no patient involvement and no patient harm.